Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while a ventilator was in pt use. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. The customer's complaint could not be confirmed. However, during the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The logged error code indicates a potential malfunction of the ventilator's system board. The device's system board was replaced to address the logged error code. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The manufacturer will continue to monitor life support ventilator malfunctions that could potentially result in a loss of therapy.